Event description:
Customer reported several issues with pump, including scratches, a broken usb charging port requiring manipulation to connect, and a sticky wake button that was difficult to press. Additionally, the cartridge was challenging to slide in and connect, and the pump and cgm disconnected frequently. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting and no follow-up was needed, as they were out of warranty and in the process of renewal. No additional information was received regarding the outcome of the event.